Event description:
It was reported that there was a system controller exchange done last week on a patient. Wave forms were provided for review. It was said that that patient had a red heart alarm as noted. It was said that there was audible and visual low flow and low speed advisory alarms. The patient was scheduled for their 8-year post ventricular assist device (vad) follow-up as scheduled on (B)(6) 2026. It was said the patient was connected as usual from their white cable to the hospital's grounded office power module. As soon as this happened, the patient did have alarms that were not showing up on the display screen. The patient was immediately placed back to batteries. It was said that this was attempted again to the same grounded office power module cabling and the patient had the same read alarms but nothing showing up on the screen. The power module cabling was switched over to an underground cable, and they were able to get everything on the display screen and no alarms. The patient's flow at that time was 2.9, speed was 9400, pulsatility index (pi) was 4.2, and power was 4.6. The patient's device was interrogated using the underground cable system and they had multiple low speed and low flow alarms, along with low flow advisory alarms that were worrisome for either short to shield type of a situation or an outdated software system controller. At that time, it was decided to change out the system controller. The old controller had a serial number (B)(6) and the version document on this controller was v7.29, v2.42, v1 .11, v1 .06. The patient was transitioned over to a new system controller with success and there were no further alarms, which had a serial number of (B)(6) with an expiration date of 14aug20276. The system controller backup battery serial number was (B)(6) with an expiration date of 18aug2027. When the patient was transitioned over, they had a continuous and grounded cabling and still had no low flow alarms or low speed alarms. Once the controller was swapped out and the interrogation was completed followed by connecting him to a grounded cable, they had no additional concerns of alarms. The patient's flow was 2.7-2.9, pl was 4.9 and power was 4.5 with a speed of 9400 rpms. The patient was said to be issued a secondary controller for backup purposes once there were additional controllers in stock. This was said to be device or therapy related. There were no adverse consequences. The system controller was intended to return for evaluation once requested.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.